Event description:
Pir - overinfusion of fentanyl. Facility is not sure what happened but when the infusion was over, they should have had 120 ml left but only had 40 ml left. They were using a rate of 4.3 ml per hour. Patient was ok/no adverse effects. Occurred on (B)(6) 2010 around 5 pm. A 70 year old male patient. That was all the information the tech had.

Manufacturer narrative:
The evaluation is on-going. A follow-up report will be initiated after the completion of the evaluation.